Manufacturer narrative:
A visual inspection and functional analysis were performed on the returned device. The reported leak was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. In this case, it is possible inadvertent interaction with other devices may have contributed to the observed tear and subsequent leak; however, this cannot be confirmed. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
Subsequent to the initial report being filed, it was reported that what was reported as a rupture was an outer member (shaft) leak noted 5mm proximal to the guide wire exit notch.no additional information was provided.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal diagonal artery with mild calcification and mild tortuosity. The 2.5x18mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the stent was attempted to be deployed; however, the balloon of the delivery system ruptured at 2 atmospheres (atm). Therefore, the sds was removed from the patient. A non-abbott stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.